Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reported that the centricity cardiology ca1000 measurement calculations are not correct. Upon further review, it was determined that the customer is performing their measurements incorrectly resulting in incorrect info being entered into the ca1000 to perform the calculation. The study was sent from the cath lab to an enterprise archive (ea) for storage and then pulled from the ea to a ca1000 workstation for review. There was no reported pt injury associated with this event.